Event description:
It was reported that the patient's device had a power on reset caused by a flipped bit in the device memory. This is suspected to be due to radiation therapy that the patient was receiving. The device was reprogrammed to the patient's settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One power on reset for write to locked random access memory (ram), addr=0ec1, data=01 on (B)(6) 2012. There was one patient alert for power on reset (por) on (B)(6) 2012.